Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed inappropriate therapy delivered due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.